Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor on the cannula came out with the needle. The customer's blood glucose reading was unknown. Customer will return sensor for analysis.

Manufacturer narrative:
Found needle separated from sensor base. Unable to confirm insertion/needle anomalies due to customer return sensor opened/used.